Event description:
Event description guidant received information that at 41.5 months post implant, this implantable cardioverter defibrillator (ICD) could not be interrogated and was unable to emit tones with the application of a magnet. Technical services recommended immediate device replacement.